Manufacturer narrative:
The investigation into the reported infection/sepsis has been completed since the original report was filed. The cause of the infection was most likely patient condition related since the device is sterilized under validated conditions and there was no evidence to indicate a break in the sterile barrier or pump contamination. Unknown relation to impella.

Event description:
Parent complaint (B)(4) reported a graft site infection. This was reported on MDR 1220648-2023-05067. The customer reported three prior infections with unknown dates of occurrence or case numbers. This record serves to capture complaint 2 of 3 from this historical group of complaints.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.